Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, on the second inflation at 20 atmospheres for 12 seconds, the balloon ruptured. The device was removed and completed the procedure with other balloons followed by a wolverine cutting balloon. There were no patient complications reported.

Manufacturer narrative:
(B)(4).